Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act buttons and scroll buttons were hard to press. The customer blood glucose level was unknown . The customer also stated that the insulin pump had scratches on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test. Device received with intermittent button response due to flattened dome switch on, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing.(B)(4).